Event description:
The hospital reported that a patient underwent a colonoscopy. The hospital reported that during the procedure a tissue sample was taken with a biopsy forcep. The next day, the patient came back to the hospital complainting of abdominal pain. The patient wa admitted to the hospital and a CT scan was performed. The CT scan revealed a perforatin in the ascending colon. The patient was taken to surgery and a colectomy was executed. According to the hospital quality and risk management coordinator, the colonscope was reprocessed and returned to service, as the hospital does not suspecty the colonscope to be the cause of the perforation and there have been no other reported incidents since then. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
The device in question was not returned to olympus for investigatin. Therefore, no conclusion can be drawn at this time. This report is being filed in an excess of caution. If the device is returned and further signifficant information is found, a supplemental report will follow.